Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 796mg/dl, and she was treated with manual injections. The customer was experiencing vomiting and feeling sick. Troubleshooting was performed. The customer stated the issue is not her insulin pump, but her high glucose level was caused by other health issues and medications. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.